Manufacturer narrative:
No medwatch form was received.

Event description:
At post op check after a routine battery change out, high pacing lead impedance was observed. During lead revision one week later, the pace/sense portion was reinserted into the header. No electrical anomalies were found.